Event description:
During review of a meeting transcript of an american urological association panel, forwarded for review to ethicon, the following information was obtained, reviewed and determined to meet complaint criteria. Dr reports the following: a tvt case resulted in an inguinal hernia.